Manufacturer narrative:
Riverpoint medical received a complaint regarding holes in packaging for the rpg-18 brachytherapy grid product. Riverpoint performed a visual inspection of packaging on the products and an additional dye penetration test was conducted and confirmed breach of sterile barrier. There have been no reported adverse events associated with the packaging failure or reports of use of breached packaging product. A product removal was initiated by riverpoint on 08/february/2019 (initial removal report 3006981798-02072019-002-r) for the rpg-18 grid product.

Event description:
Riverpoint medical received a customer complaint on (B)(6) 2019 indicating a possible issue with the integrity of packaging for the rpg-18 grid product. According to the reporter, grid product was returned due to breached packaging.